Manufacturer narrative:
This report is submitted february 2, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on 01 november 2019.

Event description:
Per the clinic, the patient experienced nerve stimulation with device use, reprogramming attempts were made however the issue could not be resolved. The device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.